Event description:
The customer reported the high definition lcd monitor would not power on. They verified the power and exchanged the power cord without success. It is unknown when the event occurred. There is no harm or injuries reported with this event.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power problem was caused by a faulty g1 board. However, the definitive root cause of the faulty g1 board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during preparation of use.